Event description:
Pt reported the insulin delivery of the infusion device is inaccurate. His blood glucose elevated to "hi" on (B)(6) 2012. He changed the infusion set and delivered insulin via the infusion device, but his blood glucose continued to increase. He went to the hosp, and his blood glucose was 32 mmol/l (576 mg/dl) when he arrived. He was admitted to the hosp for observation and treated with an IV and insulin injections. He was discharged on (B)(6) 2012, and he has discontinued use of the infusion device and started to deliver insulin via pen. His normal blood glucose is 5.5-8 mmol/l (99-144 mg/dl). Pt reported the physician also believed the infusion device was not delivering insulin on the day of the event. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.